Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The specific identification of the device was not available and therefore the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for either product were identified that would have caused or contributed to the event reported. Based on the information provided, all hardware was removed in a revision surgery due to a broken medial plate. The surgeon indicated the most likely cause of the failure is due to the patient doing too much walking which broke the fusion. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2017 due to a broken medial plate. The surgeon stated that patient "did too much walking and ended up breaking his fusion".

Manufacturer narrative:
Adverse event and product problem.